Event description:
Delivery of infant in family birthing unit. This was a vacuum-assisted spontaneous intrauterine vaginal delivery with a compound presentation at term of infant with apgars of 8 & 9. The site reporter was not certain why this deivce was required, how long the device was used or how many times used during the delivery. The ob vacuum cup disposable was used, which is a single-use device that is part of a kit. Abrasion on the infant's head noted. It is not known if the abrasion was permanent or disfiguring. There were no other physical signs or complications associated with the use of this device on the infant. It is not known if there were any noticeable rough spots on the cup, or if unusual amounts of vacuum pressure were placed on the device at the time of delivery. Therefore, the hospital staff is not certain of the cause of the abrasion. The physician was unable to deliver intact placenta. In postpartum course, the pt did have a retained placenta with placenta accreta and postpartum hemorrhage. The pt required a d&c of the uterus and repair of a 3rd degree posterior cervical laceration. The post-operative diagnosis was placenta accreta.